Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the g6 device and which may affect the g6 readings. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness and seizures. Patient stated she had the feeling she was low and needed to treat herself, so she walked to the vending machine at the airport but before reaching there she felt a tremendous tidal wave and lost consciousness. Her husband then called the paramedics and when the paramedics arrived the cgm was reading 89 mg/dl and the blood glucose reading was 49 mg/dl. The patient was given an intravenous treatment, a ¿dextrose drip¿ as per husband, by the paramedics. She was brought to the emergency room where she stayed for approximately 7 hours before she got admitted into the hospital. The patient suffered a broken vertebra and rib from the fall and got discharged two days after the event date. At the time of the report the patient stated she still had pain because of her broken vertebra and rib. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Product was provided for investigation. The product was not evaluated because the sensor has been compromised and the environment in which the system failed cannot be replicated. Additionally, the transmitter serial number 8ydmqe was provided for investigation. An external visual inspection was performed and passed. Perform voltage test were performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed, and inaccurate readings was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification is required. The patient was in the ER approximately 7 hours on (B)(6) 2023 before she was transferred to a regular room and was discharged on (B)(6) 2023 at approximately 4:00 pm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.